Event description:
On (B)(6): customer reports, the fluoro failed during a procedure. On (B)(6): customer has not provided any further patient or procedural info. Service record indicate procedure was completed with no reported injury.

Manufacturer narrative:
Field service engineer troubleshot system per sedecal generator service manual and found a failed sedecal generator integrated console. Fse replaced the integrated console assembly and tested the system per the generator's installation and service manual. Fse completed hut dr service checklist and the system was returned to full service by the customer.